Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the fragmented leads under complaint were subjected to an extensive analysis. The analysis of the protego showed a rubbed through insulation on the distal part of the lead which can be considered as the root cause of the reported low impedances. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The inspection of the solia showed, apart from some explantation damages, no peculiarities. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 35 months, a low impedance in the rv channel was reported. No adverse patient side effects have been reported. The leads were explanted. No event date was provided.